Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe has been returned and evaluated by failure analysis. The erbe was returned for failure analysis, and the reported problem was confirmed using system logs. Upon visual inspection there was a possible issue found that would be related to the reported event. The erbe was tested using the system and triggered errors m-b0-41 and m-b0-60. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed by failure analysis. The root cause could not be determined. However, the issue is likely due to an operational problem within the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomedical engineer contacted the technical service engineer (tse) from offsite to report that the bipolar energy was not working. The system was not connected to onsite. Since the biomedical engineer was not on site and the system was not connected, they were instructed to have the staff perform a power cycle on the integrated electrosurgical unit (iesu) or erbe, replace the energy activation cable, and replace the bipolar energized instrument. After each step, the customer was asked to confirm if the universal surgical manipulator (usm) was recognized on the erbe and to retest the energy. However, not all troubleshooting steps were completed as the customer was not on site. The procedure was completed as planned with no reported injury.